Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos with headlights, unable to read small print. The iol was exchanged for company lens model 2 months and 16 days after the initial implant procedure. Clinical reason for explant was reported as mechanical failure of iol. Additional information has been received and stated that there was no patient harm.